Event description:
It was reported to baxter that an expired veritas was implanted into a patient. Currently there are no negative reactions that the patient has had with the product.

Manufacturer narrative:
(B)(4). Baxter medical assessment: use of veritas beyond its expiration date may potentially induce infection and/or product performance may be impacted. The properly labeled product was not checked accordingly by or personnel. If this user error were to recur, an adverse health consequence cannot be reasonably excluded. A follow-up report will be submitted upon receipt and evaluation of additional information.